Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 600mg/dl. The customer stated that her glucose level was high for the past three days. The customer changed the infusion set and reservoir three times and her glucose level continued being high. Troubleshooting was performed. The time on the insulin pump was correct. The basals and bolus matched the daily totals. The alarm history revealed a no delivery alarm. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device failed the test. No further info was provided.